Event description:
It was reported that the customer had a partial display on the insulin pump. Customer stated that there was a crack on the pump and a piece was missing from the reservoir. Customer was doing an infusion set change. Customer stated that sometimes the pump would slip off and hang. The pump could have been bumped from swinging back and forth. Customer's blood glucose level was 200 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer mentioned that she was hospitalized due to an infection about 6 months ago. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and no missing segments or partial display was noted. The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked display window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window.